Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that fluid leak on tubing set. During a radiofrequency (rf) ablation procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that at the time of ablation, a high temperature error was displayed. Subsequently, the physician noticed that there was a leak at the irrigation part of the catheter. The catheter was replaced, and the procedure was successfully completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open irrigated catheter was returned to boston scientific for analysis; analysis of product returned revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported tubing set fluid leak and high temperature complaints are confirmed.

Event description:
It was reported that fluid leak on tubing set. During a radiofrequency (rf) ablation procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that at the time of ablation, a high temperature error was displayed. Subsequently, the physician noticed that there was a leak at the irrigation part of the catheter. The catheter was replaced, and the procedure was successfully completed without patient complications. The device was returned for analysis.